Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a change sensor alert after a calibration not accepted alert. The customer stated that there was blood at site when sensor was inserted. The site was not actively bleeding, but the sensor filled up with blood. Blood glucose value was 179 mg/dl. The customer removed the sensor and reported bleeding persisted. Customer reported they received medical treatment as a result of the site issue. It was recommended to speak to their doctor about alternate insertion sites. The sensor will not be returned for analysis.